Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed signs of abrasion along the lead body. In the area between 54.5 cm and 55 cm distal to the is-1 connector pin the insulation was found rubbed through which can be considered as the root cause of the reported noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2019, patient was admitted to the hospital. Examination of this lead showed loss of capture and pacing inhibition on surface. Home monitoring recordings appeared to have noise. Isometrics performed with device programmed to unipolar showed what appeared to be noise. X-ray showed normal positioning. Lead was explanted and replaced on (B)(6) 2019.